Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal removed and the top and bottom cases of the pump in fair condition, as well as a cracked right plunger case. A review of the event history log found a motor rate error. Occlusion testing was performed and duplicated the motor rate error. It was observed that a combination of components including the motor caused the issue due to normal wear. Based on the evidence, the root cause was attributed to normal wear.